Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to deploy could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Estimated date, procedure occurred in september 2015. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device was unable to retrieve the suture. A second proglide device was used and the sutures failed to deploy. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.